Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on analysis completed on analysis completed on 11-oct-2018. A 2.25x16mm synergy drug-eluting was received with no issues reported. However, device analysis revealed a hypotube fracture. Device evaluated by manufacturer: a synergy ii us mr 2.25 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break at the strain relief with part of the strain relief and hub returned separate from the rest of the device. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.